Event description:
Pt is a 13 1/2-yr-old young man who has a latex sensitivity. He's post meningomyelocele repair at a young age. He has problems with both his bladder and bowels and has to have bladder catheterization as well as enemas. Three wks ago he had an episode of hives on the right side of his face, trunk and arms, with some throat tightness. These symptoms came on approx 15 mins after he had an enema. His mother called dr on 8/9 noting that the night before his father had been giving him an enema and had inserted the tubing and had just blown up the balloon when he broke out with hives on his scalp, face, trunk and arms. The catheter was immediately removed but within mins he complained of throat tightness. Epinephrine was given. He had not eaten anything for four to five hrs prior to the second reaction, although prior to the first reaction there was some concern that he may have had some food but since he was at a camp mother wasn't sure of the exact contents of the food. According to co, the material is 100% silicone. So checked with subcontractor and they reportedly did not have any latex that the catheter could have come in contact with. Dr has since learned that the elastomers used in the balloons apparently can change their content, depending on what is available at what price. It is critical to know if there is any chance at all that latex could somehow have worked into the situation.